Manufacturer narrative:
Findings: reliability analysis inspected 3 opened/used sensors and performed visual inspection and found 1 of 3 sensors damage. Unable to confirm customer received sensor in said condition due to customer returned opened/used. 2 remaining opened/used sensors and performed bicarbonate buffer (B)(4). Both sensors passed with accurate readings.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 64 mg/dl. The customer stated they received a new transmitter. The customer was advised to charge transmitter for a full 8 hours. The customer stated that the device is communicating with the transmitter. The customer was advised the alert may be caused by sensor pulling out and or not flat against the skin. The customer was advised to call if issue recurs. The customer reported via phone all that the insulin pump alarm sensor error. Customer's blood glucose was 113 mg/dl. After the troubleshooing was done, customer stated that she is going to charge her transmitter over night and try the sensor in the morning.